Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The customer felt dizzy at the time he noticed the pump was turned off, but did not measure his blood glucose. After changing the battery, the insulin pump has not turned off again without alert.